Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device "burst." The implantable cardioverter defibrillator (ICD) was noted to have been removed and replaced about 3 months later with a cardiac resynchronization therapy pacemaker (crt-p). No patient complications have been reported as a result of this event.